Event description:
It was reported that during a lap cholecystectomy procedure, that the jaws of the instrument did not open. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the instrument was returned empty. The instrument was attempted to be cycled and upon first firing the trigger broke off. No further testing could be performed due to the returned condition of the instrument. Upon disassemly of the instrument, the coupling assembly was found to be cracked and the plastic was noted to be brittle. A batch record review was performed and no anomalies were found during the manufacturing process.